Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, the patient was prescribed oral antibiotics. The infection has reportedly since resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.